Manufacturer narrative:
A replacement transformer was sent to the customer. The original transformer was not obtained for evaluation by the manufacturer. Therefore, no definitive conclusion can be made regarding the root cause of the reported product problem. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.

Event description:
The customer reports the pump is five months old. The ac/adt became hot and started smoking. No injuries were reported, and no damage to the outlet was noted.